Event description:
Nursing assistant was preparing to change co2 absorbent on anesthesia machine and observed that unopened container of absorbent had changed color, hence not useable. Examination revealed that there was a perforation in the outer plastic film wrap covering the container. Two previous reports on different lot numbers of this item have been filed. Manufacturer response (as per reporter) for co2 absorbent, sodasorb lfleft message for manufacturer's representative and expect a call back.